Manufacturer narrative:
(B)(4)..currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on jan 09, 2022 with blood glucose level of 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and was admitted to hospital. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.